Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated the right atrial (ra) lead and right ventricular (rv) lead were not functioning well. Both leads were capped and replaced and the ra lead was subsequently explanted. No patient complications have been reported as a result of this event.